Event description:
It was reported that the right atrial lead dislodged during implant when positioning of the left ventricular lead. The helix took excessive time to retract. The right atrial lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix can not be extended and retracted due to distal conductor distortion within the connector. The lead was found stretched, the inner insulation was found kinked/buckled, and there was blood in/on the helix mechanism; lead damaged at implant.